Event description:
Country of complaint: (B)(6). Prospace inserter would not detach from the implant. There are two arrows on the inserter that, when lined up, indicate that the distal arms of the inserter are wide enough for the implant to be put onto and removed from the instrument. During the case, when removing the inserter from the implanted cage,surgeon ensured that these arrows were lined up. This should have allowed the inserter to be removed from the implant. However, the prospace inserter would not detach from the implant and there was no obvious reason for this. After multiple amendments of the arrow positioning, surgeon managed to remove the inserter with some force. Unfortunately, the cage position had changed slightly and an impactor was required to correct this. Time added to the procedure: 10-15 minutes.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope; panasonic dmc tz8 digital camera. First we made a visual inspection of the distal end (coupling connector). All guiding and catch pins are present and without damages and impacts. In the next step we sent the instrument to our measurement department with the assignment to check the respective dimensions. It is clearly visible, that the distance between the connecting pins is wider than the specifications. We assumed, that was the result of bending the tip of the instrument during use. In the next step we measured the distance between the catching pins with outer edges clamped to the specified dimensions. Result: 4.58mm, specification is 4.6 +/- 0.1mm. Batch history review: the manufacturing documents have been checked and found to according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the dimensions of each instrument were exactly checked during production. It is sure, that an instrument which such dimension-deviations or bending can not leave our manufacturing. No CAPA is necessary.